Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red marks .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the removal of the lv. Outcome of the irritation is unknown.